Manufacturer narrative:
As received, a complete lead was returned in one piece. Visual and x-ray examinations of the lead did not find any anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts. The s-curve height was measured within specification.

Event description:
It was reported that diagnostic imaging confirmed that the left ventricular (lv) was displaced. The lv lead was explanted and replaced to resolve the event. The patient was in stable condition.